Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/03/2015 with the following findings: investigation found no damages or defects to the luer connection or the o-rings. No cartridge defects were found on investigation.

Manufacturer narrative:
Device evaluation: the device has not been returned; a retain sample from the same lot number was evaluated by product analysis on 12/30/2014 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test, and fill test were performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The issue reportedly occurred during the prime step and the user was unable to prime the pump without the alarm recurring. During troubleshooting, the reporter was advised to change the cartridge and reboot the pump, after which the reporter was able to prime the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.